Event description:
A customer reported to a sales representative, that the incision opened up following a total abdominal hysterectomy (tah). The initial report stated, that the incision had been sutured and the wound dehisced. Then the customer opted to use dermabond and the wound dehisced. During a follow up call on october 17, 2007, it was reported that in 2007, the patient had a tah. The incision was closed with staples. One week post operatively, at a follow up visit, the doctor removed the staples. At that time, a 1 inch section opened up and dermabond (r) topical skin adhesive was applied to close the wound. The patient returned the next day because, the area had dehisced again. The doctor then placed steri-strips on the area. The patient has recovered and is doing well.

Manufacturer narrative:
Some information for this report may not have been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The package insert indicates that the adhesive should not be used in areas exposed to prolonged moisture or friction. The area should be dry prior to applying the adhesive to assure direct contact for adherence of the adhesive with the skin. Package insert also states, that patients treated with dermabond topical skin adhesive, should be instructed that until the polymerized film has sloughed naturally (usually in 5-10 days) there should be only transient wetting of the treatment site. The patient may shower and bathe the treatment site gently. The site should not be scrubbed, soaked, or exposed to prolong wetness until the film has sloughed off naturally and the wound has healed closed.